Manufacturer narrative:
(B)(4). The stent remains in the vessel. The delivery system was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection is listed in the xience xpedition everolimus eluting coronary stent system instructions for use as a known patient effect of coronary stenting procedures. Based on the case information and related record review, a conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined and there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that during a procedure of the mildly calcified, de novo, mid left anterior descending (lad) artery, after pre-dilatation with a 1.5 x 12 mm balloon catheter at 12 and 14 atmosphere (atm), the 2.75 x 48 mm xience xpedition stent was deployed; however, a distal edge dissection was noted. A different 2.75 x 15 mm xience xpedition stent was used as treatment. There was no reported adverse patient sequela. There was no reported clinically significant delay in the procedure. No additional information was provided.